Event description:
A manufacturing consultant interrogated a vns patient and it was discovered the patient's vns was set to faulted system test settings, 1.0/20/500/30/60/.0/30/500. At the patient's previous office visit, there had been a faulted systems test and the patient's settings had been changed. Review of programming history confirmed event.

Manufacturer narrative:
Analysis of programming history confirmed a faulted systems diagnostic test.